Event description:
A jag precursor was used for therapeutic purposes. During the procedure, the tungsten coating of the guidewire peeled off and remained in the pt's hepatic duct. It should also be noted that there are no plans to remove the fragment since it is trapped in one of the small branches of the intra hepatic duct and it is very difficult to navigate into this specific, small duct. Furthermore, a retrieval balloon/basket cannot be inflated in such a narrow duct.